Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that after the blunt dissection of an endoscopic vein harvesting procedure, the power supply failed to provide energy. After the generator cords were switched, the generator light still did not power on. The procedure was completed by making two incisions and bridging the leg using another power supply. The hospital intends to return the product in question.